Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.2a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 61/59 mg/dl, for level high were 243/260 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 5:30 pm after the end user received higher than normal blood. Glucose results from her prodigy diabetes meter. The end user was drowsy, felt sleepy, confused and fainted. Her blood glucose reading at the time of this medical event was 141 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 65 mg/dl. A blood glucose test was also performed with her prodigy meter and the result was 135 mg/dl. The paramedics administered an unknown treatment to assist in stabilizing her blood glucose level. No additional details were provided in relations to this medical event.